Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir o ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a crack on the reservoir compartment. The customer's blood glucose level was 102 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).